Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A full osseotite® tapered implant 3.25 x 11.5mm (item # fnt3211) was returned for investigation. Visual inspection of the returned product identified signs of damage and slight deformation around the product's hex and neck. Functional testing was performed for the returned product and found that it was unable to merge with compatible in-house testing abutments. The reported device was located on an unreported tooth location and was used for about 2 months. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the coping did not assemble into the implant. The reported complaint was confirmed through functional testing of the returned implant. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report. Expiration date, UDI. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change ¿no' to 'yes'. Device manufacture date. Evaluation codes. Additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that implant (fnt3211) was removed due to the impossibility of taking impressions coping. Implant did no assemble with the copings.